Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the anterior tibial artery. A 1.2 mm x 15 mm x 142 cm emerge balloon catheter was advanced for dilation. During initial inflation, the balloon ruptured at 6 atmospheres. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was then advanced for dilation. However, during initial inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.